Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 4, thick leaflets, and a lot of chordae. A mitraclip xtw was inserted and deployed on the mitral valve. However, difficulties visualizing the clip occurred, and post deployment, the clip detached from the anterior leaflet and remained attached to the posterior leaflet. To stabilize the slda clip, two additional clips were implanted, one clip medial to the slda clip, and one clip lateral to the slda clip, reducing mr to a grade of 1-2. It was noted that the second and third clips were both stable and attached to both leaflets. There was no clinically significant delay in the procedure.

Event description:
N/a

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other complaints reported from this lot. The investigation was unable to determine a cause for the reported slda. The reported poor image resolution was associated with imaging difficulty. The reported unexpected medical intervention was a result of case specific circumstance as two additional clips were implanted. There is no indication of a product issue with respect to manufacture, design, or labeling.